Event description:
Patient states she performed a cartwheel on thursday (B)(6) and as she landed said she heard a clunk sound and felt a little sore. When she woke the next day it felt wrong, she went to hospital. Liner was noted be either broken or had dissociated from the cup on x-ray. Primary procedure was carried out approx 2 years earlier at (B)(6) hospital by (B)(6), unable to get accurate date. The insert was revised and replaced with a pinnacle dual mobility construct into the existing cup. Doi: unknown; dor: (B)(6) 2021; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Based in the xray along with photographic examination of the attached evidence, complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay reported.